Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was reported to treat a 90% stenosed, heavily tortuous, moderately calcified lesion in the mid left anterior descending (lad) coronary artery. Pre-dilatation was performed using an unspecified balloon dilatation catheter. A 3.0x28mm xience prime stent was then deployed at the target lesion when a dissection was observed. Another xience stent was used to successfully cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.